Event description:
It was reported that approximately 4 years post implantation of 2 xience v stents in the distal circumflex artery, the patient experienced angina and had an abnormal stress test. On (B)(6) 2012, the patient was hospitalized and percutaneous coronary intervention was performed. Per angiogram 99% in-stent restenosis in the mid to distal circumflex was found. Cutting balloon angioplasty was performed reducing the stenosis to 20%. There was no adverse sequela and on (B)(6) 2012, the event resolved. There was no additional information performed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - balloon was inflated to over rated burst pressure during deployment. There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. It should be noted that the IFU states: do not exceed the labeled rated burst pressure (rbp). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.